Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  (Calculated from the date when the system controller was issued to the patient - (B)(6) 2016). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit on (B)(6) 2017, the patient complained of the system controller heating and causing a burn on the skin four days ago ((B)(6) 2017). Two days later, there was reportedly a plastic burning smell and the patient reported that the black power lead had been touching the system controller and there was a burned-off section on the outer covering. The skin burn was reportedly minor and had healed in last four days. The patient's system controller was exchanged during the visit. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned system controller was unable to confirm the reported event of over heating up and causing a burn on the patient's skin. Visual inspection of the returned system controller revealed signs of wear and tear on the housing and strain relief of the power cables. The insulation near the black power cable connector was worn. No wires were exposed but a blue/green contamination was present underneath the insulation; indicative of the ingress of fluid/moisture. Full functional testing of the returned system controller was performed using laboratory equipment. The system controller functioned as intended during analysis. At no time during the testing did the maximum temperature of the controller's housing exceed device specifications. The design of the system controller requires that it must operate within an ambient temperature range of 0°c to +40°c and the system controller case temperature must not exceed a +10 °c temperature rise under the maximum output conditions. The device's patient handbook and instructions for use contains a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f/40°c. A review of the device history record revealed the device met applicable specifications. Similar incidences have been reported and a corrective and preventative action has been implemented to address the issue. No further information is available. The manufacturer is closing its file on this event.